Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. How was the case completed? Thee same drain was used by cutting it at the point of leakage. What is the current condition of the patient? No further information is available. What is the lot number of the drain? The lot number is unknown. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date and a drain was used. During surgery, after the drain was placed around the joint capsule, drainage was not done. Then it was found that exudate leaked from the drain. The drain was used by cutting of the drain above the leakage point. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.